Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that the machine was pulled by the clinical staff because during preparation, the blood pump motor would not run. When he inspected the machine in the biomed shop, he saw a dime sized area in the blood pump motor that was missing. Around that area the motor was melted, charred, blackened and gave a smoke smell. The bmt reported that there was no smoke, spark, flame, or arcing observed. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The blood pump motor was the original fresenius part on the machine. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 14,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the blood pump motor, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The complaint sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that the machine was pulled by the clinical staff because during preparation, the blood pump motor would not run. When he inspected the machine in the biomed shop, he saw a dime sized area in the blood pump motor that was missing. Around that area the motor was melted, charred, blackened and gave a smoke smell. The bmt reported that there was no smoke, spark, flame, or arcing observed. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The blood pump motor was the original fresenius part on the machine. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 14,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the blood pump motor, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The complaint sample is not available to be returned to the manufacturer for physical evaluation.